Manufacturer narrative:
03/14/25, (B)(6) sterimate# n/a w4d water sol, iso valve build up/debris could not replicate the issue of no water flow. Suggest checking inserts being used are free of clogs and damages as this is most likely causing the issue. The water solenoid fails to maintain the preset pressure due to debris buildup. Worn and peeling foot control pad. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: no j mate, aux cable received for evaluation and not included in the estimate. DHR review is not required because the product was returned for evaluation and the described failure mode is a known hazard.

Event description:
While using a cavitron jet plus g137, they allege that they have no water flow and the handpiece gets warm, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.